Event description:
Ous MDR - noise was seen on this lead. It could possibly be related to the device. The patient was not feeling any side effects. All available information suggests this device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.